Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a battery failure. It is unknown under which circumstances the event occurred however there was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon evaluation, the fse found that the unit needed to have the battery maintenance test date reset to reflect the last pm test. In order to fix the issue, the fse performed a new battery test to ensure that the system reset the timer six months from the test date. The fse then completed the pm and performed all functional and safety checks to meet factory specifications. The unit was then returned to the customer and cleared for clinical use.